Event description:
A patient reported experiencing inaccurate erratic results with an ot ii meter. The patient's blood glucose results were 57mg/dl, 88mg/dl. Tests results were done less than 10 minutes apart with a difference of 27 mg/dl. Patient did not experience any adverse events. No further information has been reported.